Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using a pod packing coil (pod pc) and a lantern delivery microcatheter (lantern). During the procedure, the physician advanced the lantern over the guidewire into the target location. Next, the guidewire was removed, and the physician attempted to advance a pod pc through the lantern; however, resistance was encountered, and the pod pc would not fully advance out the distal end of the lantern. Subsequently, the physician decided to remove the pod pc; however, while retracting, the pod pc had unintentionally detached and was stuck inside the lantern. Therefore, the lantern containing the detached pod pc was removed. It was reported that the physician then performed an x-ray to confirm the entire detached pod pc was removed. The procedure was completed using a new lantern and a new pod pc. There was no report of an adverse effect to the patient.